Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their pulse was "always high" and the left ventricular (lv) lead exhibited an increase in pacing threshold value at each device check. It was noted that it was questionable as to whether or not the "always high" pulse was related to the threshold increase, as the patient had an underlying atrial fibrillation (af) rhythm. The lv lead remains in use and no further action is planned. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.